Event description:
It was reported to boston scientific corporation that a obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-13029) was implanted. According to the complainant, the patient suffered bodily injuries, including pelvic pain, infection, urinary problems, and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.